Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hardware failed as reported by the user. The entire drawer failed. The drawer was manually opened from the back, and the machine was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer ran diagnostics and identified auxiliary full height drawer 7 not opening, adjusted the latch sensor, after which the failed drawer was successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.